Event description:
During an omni procedure, the surgeon inadvertently used one non-sterile omni demo device taken from a box of ten non-sterile omni demo devices, for a clinical procedure. There was no further incident reported. Surgeon followed typical post op regimen. At the 2 week follow up, the patient had an iop of 9mm/hg (within normal range), uncorrected visual acuity of 20/20 and no inflammation. The rest of the 9 demo devices were returned to the company. It was noted that all the demo devices were appropriately labelled as "demo unit" and "not for human use" on both the individual carton and on the tray label.